Manufacturer narrative:
The alarm trace showed multiple sample aspiration alarms. The reagent was replaced. The service maintenance actions performed by the fse and replacing the reagent resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas pure c 303 analytical unit. On (B)(6) 2026, the initial result was 183 umol/l with a data flag. The patient went to another hospital and had another sample collected and tested. The result was within normal range. The exact result was not provided. On (B)(6) 2026, the initial sample was repeated, and the result was 65 umol/l. This result was consistent with the other sample's result.

Manufacturer narrative:
The reagent lot number is 916751. The field service engineer (fse) adjusted the water supply pump, gear head pump, and laundry level, and checked the detergent levels for the cuvettes. The investigation is ongoing.